Event description:
A power source alert 07 was reported by a customer. There was no reported adverse impact to the customer's blood glucose level. The customer was using the tandem charging cable and wall adapter when the alert occurred and had already attempted to resolve the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes. This action successfully resolved the issue, and the pump began charging, requiring no further assistance.